Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 250 tubes. The following information was provided by the initial reporter. The customer stated: "tubes do not fill sufficiently."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 250 tubes. The following information was provided by the initial reporter. The customer stated: "tubes do not fill sufficiently."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-08. H.6. Investigation summary: bd received one hundred (100) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, twenty (20) of the customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.